Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 420 mg/dl at the time of incident and the current blood glucose of the patient is 140 mg/dl. The customer report the symptoms related to high blood glucose e was did not feel good. Customer treated with insulin pump and manual injection. Customer did not allege pump was under delivering. The customer also state that auto mode feature was active. The insulin pump will not be return for analysis.